Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the buttons were responding intermittently. Troubleshooting was performed. It was stated that the numbers on the insulin pump were ramping while trying to program a bolus. It was stated that the customer believes the insulin pump was not alarming no delivery. It was stated that the customer's blood glucose was high in the past and she run a fixed prime test, but the insulin did not exit neither the insulin pump alarmed. Performed a pressure test and the test failed. Advised caller that the customer should revert to back up plan, and the insulin pump needs to be replaced. No further info was provided.